Event description:
The catheter was being inserted into a patient for radiology tests; the catheter is introduced with the needle, which is then withdrawn (by a spring mechanism in the syringe) while the catheter stays in place. When the syringe was withdrawn, the hub was detached from the catheter. The catheter was found to have not detached from the needle, as it was supposed to; and it was found in the syringe. Since it detached from the hub, the catheter could have embolized in the patient had it not been withdrawn back into the syringe. In this event the patient was not injured, but required an additional needle stick.